Event description:
Patient was revised to address osteolysis and poly wear.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search by lot code was not possible as the product lot code required was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and the supplied information. Due to the length of time between date of insertion and date of revision, it would not be unexpected to observe the noted poly wear described within the surgical revision note. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.